Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the procedure was to treat a total occlusion in the left iliac. The asahi guide wire was one of several guide wires used in attempts to cross the occlusion. Even with some force applied. The guide wire was unable to cross, so the guide wire was removed and the case was aborted. Once outside the patient, the tip of the guide wire was observed to be unravelled. No patient effects were reported. No additional event or patient information is available.